Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, an evaluation was performed with this lead and it showed that the allegation was confirmed by visual inspection. The clear medical adhesive was torn/separated from the ethylene tetrafluoroethylene at the proximal end of the proximal and distal spring electrodes and electrodes are stretched at these points.

Event description:
It was reported that this right ventricular (rv) lead was not successfully implanted due to physical damage in the shocking electrode and gore covering. The lead was never in service. No adverse patient effects reported.